Event description:
It was reported that the water of the arctic sun device didn't cool down.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. When tested the device, the water temperature of t4 was around 4-6 degree celsius. But the water temperature of t1 was not cold. Replaced mixing pump. A DHR is not required as this is not an out-of-box failure. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water of the arctic sun device didn't cool down. Per follow up information received via mail on 03jun2024, it was reported that they repaired the device on the customer site. The issue was cooling malfunction, and they replaced a mixing pump.